Event description:
The customer stated that they received erroneous results for two samples from the same patient tested with the elecsys troponin t stat assay on a cobas e 411 immunoassay analyzer. The customer tests all samples in duplicate for troponin t and parallel tests the samples using two different reagent packs. The first sample initially resulted with a troponin t value of < 0.010 ng/ml accompanied by a data flag when tested using the first reagent pack. The sample was repeated twice on a second reagent pack, resulting with values of 0.022 ng/ml and 0.023 ng/ml. A second sample was collected from the patient and resulted twice as < 0.010 ng/ml accompanied by a data flag when tested using the first reagent pack. The sample was tested twice using the second reagent pack, resulting with values of 0.019 ng/ml and 0.019 ng/ml. Due to the discrepancies in the results, the customer sent both samples to a reference laboratory for testing. At the reference laboratory, the first sample resulted with a troponin t value of < 0.01 ng/ml accompanied by a data flag when tested on an unknown analyzer. The second sample resulted as 0.021 ng/ml when tested on an unknown analyzer at the reference laboratory. The repeat results from both samples were reported outside of the laboratory. The customer did not know which values were correct. No adverse events were alleged to have occurred with the patient. The serial number of the e411 analyzer was (B)(4). The field service engineer could not determine a cause. He performed instrument checks and no deficiencies were found. He ran performance testing and precision checks; these recovered within guidelines.

Manufacturer narrative:
The provided calibration data are slightly lower than expected. The provided qc data is within the expected range. The provided alarm trace did not contain a conspicuous event. The investigation did not identify a product problem.  The cause of the event could not be determined.